Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a feeding pump power adapter. The customer states that the power adapter started to spark under the prongs and a small flame was visible.